Event description:
It was reported that during testing, the epg (external pulse generator) would not turn on. A different battery was used, with the same result. There was no patient involvement.

Event description:
It was reported that during testing, the epg (external pulse generator) would not turn on. A different battery was used, with the same result. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the lower case was broken, upper case was dented and contaminated, both bail covers were broken and contaminated, the ring cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was contaminated, and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.